Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving an a battery out alarm and weak battery alarm. It was also reported that display screen was completely blank and contacts on battery cap was damaged. Customer's blood glucose was 88 mg/dl. Battery cap would be replaced.